Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited infection and erosion. Reportedly, the patient had swelling and pain at the implant site. There were no additional adverse patient effects reported. The ra lead was not returned.